Manufacturer narrative:
E1 - (B)(6). The sample has been discarded but a lot of history review should be performed.

Event description:
The event involved a conector tego¿ where the customer reported that during connection, the circuit connected to the blue lumen with no return, the silicone was observed to be displaced and wrinkled. The event occurred during patient use, but there was not harm reported as a consequence of this event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The DHR was reviewed and the lot number was found to fall under the scope of a known issue. Corrective actions are in process. Corrected information can be found in the concomitant products section, e1, e3, e4 and h6 medical device problem code.